Event description:
It was reported by the physician that she saw the patient because the patient could not feel magnet mode stimulation and felt that her device wasn't working properly. When the physician interrogated the patient's device, she saw that the patient had extremely high impedance. The patient's x-rays were reviewed. There were no gross fractures, discontinuities or sharp angles that could easily be visualized but this was difficult to assess due to the poor image quality. Based on the images, the presence of a microfracture could not be ruled out. A company representative reported that the patient wasn't feeling any pain but felt that the vns wasn't working anymore. No further relevant information has been received to date, no known surgical intervention has occurred to date.